Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, the staple line on the specimen side of the pulmonary vein oozed blood continuously immediately following transection. The staple line was complete with fully formed staples. The patient side staple line was hemostatic. The current patient status is stable.